Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review for architect stat troponin-I reagent lot 26216un22. Return testing was not completed as returns were not available. A review of tracking and trending did identify trends for list number 02k41. However, the trend identified is not related to the issue under review because it is a different lot number. Device history record review on lots 26216un22 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lots 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lots 26216un22. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot numbers 26216un22 was identified.

Event description:
The customer observed falsely elevated architect troponin result on one patient. The result provided were: on i1sr55671, on (B)(6) 2022, sid (B)(6), male: initial=0.037 ng/ml /repeated=0.020 ng/ml. On i1sr55666, female: initial=0.024 ng/ml /repeated=0.003 ng/ml. Customer's reference ranges: male or =0.034 ng/ml; female or =0.013 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
Section a, patient information: no specific patient information was provided. No sid provided for second patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.